Event description:
It was reported that a malfunction occurred on the pump. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer if it exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer was informed about the shipment of a replacement pump, with training available in their tandem source account, and was instructed to return the problematic pump using a return box and pre-paid label. The customer acknowledged these instructions.